Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture with baker grade unknown.

Event description:
Physician reported right side "microcystic changes, multiple undulations, capsular contracture (baker grade unknown) and periprosthetic laminar fluid." Device remains implanted.